Event description:
Medtronic received information that 32 days after the implant of this surgical valve mediastinitis occurred. Wound debridement was required. Approximately two months and fourteen days post valve implant, surgical intervention was required to try and close the sternum. Hyperbaric oxygen therapy was also administered. Approximately nine months and fourteen days post valve implant, surgical intervention was planned to close the sternum. No additional adverse patient effects were reported. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).